Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The customer confirmed they cleaned, disinfected, and sterilized the product before sending it to olympus. The customer did not know when the foreign material adhered to the endoscope or what the foreign material is. There was no delay in the start of precleaning. There were abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle with water. The endoscope was not immersed in the detergent solution. The external surfaces were wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with the detergent solution. Based on the results of the investigation, the foreign material was unable to be identified. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system. [Inspection of the endoscope]. - inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function]. Inspection of the water feeding function: - keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Event description:
The event occurred during inspection. It was noted that it took longer than usual to examine the patient because it was difficult to pump the water. The diagnostic procedure was completed with the same device.

Event description:
The customer reported to olympus, that the evis lucera gastrointestinal videoscope had a poor water supply. No patient harm was associated with this event. The device was returned to olympus for an evaluation, and the customers allegation was confirmed. Evaluation of the device determined that there was a foreign object in nozzle causing an obstruction. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for an evaluation, and the customers allegation was confirmed. Evaluation of the device determined that there was a foreign object in nozzle causing an obstruction. Due to clogging of nozzle, water supply volume does not meet the standard value, due to clogging of nozzle, water removal ability does not meet the standard value. The device evaluation also found that due to wear of angle wire, bending angle in up direction does not meet the standard value, due to wear of angle wire, the play of u/d knob is out of the standard value, mouthpiece is loose, connecting tube has a dent, adhesive on a-rubber has a chip, s-cylinder is shaved, the el-connector has discoloration due to water leakage, and scratches found on the device and accessories. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if additional information becomes available.